Event description:
The treating physician performed sinus surgery, septoplasty and a somnoplasty turbinate procedure concurrently, in the operating room under general anesthesia. The somnus system was set according to the treatment guidelines, 750c, 500 joules of energy per lesion, 2 lesions per turbinate. The pt is 4 weeks post surgery and continues to have adherent crusting. The physician plans debridement of the crusts with some sedation, as it is tough for the pt to tolerate this procedure. The treating physician perfomred the debridement procedure and the pt is doing fine without any other complications or sequelae. The physician was unsure if he ballooned out the turbinate sufficiently with local anesthesia prior to the somnoplasty treatment. There was no reported device malfunction associated with this incident.